Event description:
Reporter stated that she has received the er1 message and did compare confirmation dot with the color chart in the vial. Reporter states that the color comparison was equal to the 50 mg/dl reading, but she did not retest. Reporter did not have any control solution available to test with at this time.